Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the popliteal artery with heavy calcification and moderate tortuosity. The hi-torque (ht) proceed guide wire was attempted to be used, however, the physician felt that the wire was no longer reacting to his finger's movement while performing the drilling techniques and tapping. The physician then decided to change the wire and the ht proceed guide wire met resistance with the anatomy during removal. Upon retracting of the guide wire, the tip separated and came off in the non-abbott microcatheter that was being used with the guide wire. Post removal, a wiry piece of the proceed was flushed out of the microcatheter, likely the separated tip. Other wires, including abbott guide wires, were used to continue the procedure without reported issues. There was no reported adverse patient effects and there was no significant delay in the procedure. Subsequent to the initially filed report, the following information was provided. The tip was stuck in the calcification cap in the lesion and was not intentionally embedded. No additional information was provided.

Manufacturer narrative:
H6 device code 2017 clarifier- excessive force used during drilling technique. A visual and dimensional inspection was performed on the returned guide wire and the reported tip separation was confirmed. The reported entrapment of the device and device problem/easy of handling were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) for guide wire hi-torque proceed ce, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the reported IFU violations of manipulation and using the drilling technique against resistance causing the tip to get stuck in the calcification does appear to have caused or contributed to the reported complaint. The investigation determined the reported entrapment of the device, device usage problem and tip separation resulting in embedding of the device in the vessel appear to be related to user error. Based on the reported information, the drilling technique used against resistance, likely caused the tip to get stuck or trapped in the anatomy and the difficulty to remove. Further manipulation of the guide wire against resistance ultimately resulted in the tip separation, ease of handling, and subsequent noted damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b1 - adverse event/product problem updated from product problem to adverse event. H1 - type of reportable event updated from malfunction to serious injury. H6 - health effect clinical code updated from 4582 to 3165. H6 - health effect impact code 2199 was removed. H6 - medical device problem code updated from 1528 to 1212.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the popliteal artery with heavy calcification and moderate tortuosity. The hi-torque (ht) proceed guide wire was attempted to be used, however, the physician felt that the wire was no longer reacting to his finger's movement while performing the drilling techniques and tapping. The physician then decided to change the wire and the ht proceed guide wire met resistance with the anatomy during removal. Upon retracting of the guide wire, the tip separated and came off in the non-abbott microcatheter that was being used with the guide wire. Post removal, a wiry piece of the proceed was flushed out of the microcatheter, likely the separated tip. Other wires, including abbott guide wires, were used to continue the procedure without reported issues. There was no reported adverse patient effects and there was no significant delay in the procedure. No additional information was provided.